Event description:
It was reported that this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedance measurements were recorded on this pacemaker system. It was noted that the right ventricular (rv) lead is a competitor lead. Technical services (ts) discussed programming options and recommended for further evaluation of the right ventricular (rv) lead. Subsequently, the patient and lead were evaluated by the physician. The right ventricular (rv) lead impedance was found to be stable at around 500 ohms and the patient still had an intrinsic rhythm. The physician opted to leave the lead in unipolar configuration and will continue with monitoring. At this time, the competitor right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).